Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 523 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a manual injection of insulin. The customer reported having issues with a no delivery alarm. Troubleshooting was provided for no delivery alarm. Customer was advised to change the infusion set and to monitor insulin pump. It was not stated if the auto mode feature was in use. The insulin pump will not return for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Customer were unsure if auto mode was active or not on insulin pump at time of event.